Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. This report will be updated when the device is returned and an eval is complete.

Event description:
It was reported that when the device was in stryker (B)(4) for repair the trigger was sticky. There was no pt involvement or adverse consequences related to this event.